Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Review of the pumps history log shows multiple occurrences of system error 345. During the device evaluation, a system error 345 was reported adn found to be caused by a failed upstream sensor. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degree fahrenheit for 10 consecutive pump cam revolutions.

Event description:
It was reported that while delivering medication to a pt, the pump alarmed for a system error 345 (medication, programmed amount and delivery rate unk). The customer stated that there was no pt injury.